Event description:
After patient underwent right thr with ceramic on ceramic implants patient had to undergo re-exploration of the right hip for "questionable lock of the ceramic liner into the acetabulor shell." Allegedly, physician reported that "the locking mechanism was faulty."